Manufacturer narrative:
Analysis not required because the customer did not return the insertion needle. Inspected one opened/used sensor and performed a visual inspection. Found bent electrode; the sensor failed per inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensor was occluded and there was noticeable blood on the end. Most recent blood glucose reading before the call was 206 mg/dl at the time of the call. No further information was provided.